Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported that the screw head splayed in surgery. The screw was no explanted, however a new plug was used to complete final torquing by hand.patient outcome: no adverse effect reported as a result of this event.